Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was not able to charge the ins up to 100%. The patient attempted to turn stimulation off and tried charging which did not resolve the issue. The rep was going to meet the patient to review charging data on the clinician programmer. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was charging too often. The rep reported that the ins could be interrogated but was too depleted to turn stimulation on. The settings were +- 90pw rate 1000 3.5v and 677ohms. The rep reported that the patient was charging every day, but this wasn¿t different that before. The rep reported that the patient wasn¿t getting over 50%. The patient had not been recently reprogrammed, switched to a new group or had the need to increase parameters. The patient had no previous overdischarge events. The rep completed a therapy impedance check and the value was 677. The recharge interval calculation was about every 5 days. Recharge stats were obtained but there wasn¿t enough information to troubleshoot the recharging issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The patient was instructed to leave their ins turned off for one week to see if they notice a difference in their pain. It was reported that the rep was to check in with the patient in a week's time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that the cause of the ins not charging to 100 percent was not determined and the issue had not been resolved. It was reported that the patient's weight at the time of the event was unknown and that the provided information had been confirmed with the physician. No further complications were reported/anticipated. Additional information was received from the patient stating that they had been needing to charge for longer duration and the ins never seemed to be fully charged. The patient stated that they usually charge daily, but it used to only be for 30 to 40 minutes. They stated for the last several weeks, the patient has had to charge up to 70 minutes or more and the ins was still not fully charged. The patient stated that they increased stimulation form 5.0v to 5.5v. Patient services reviewed factors that could affect charging duration and frequency. The patient confirmed that they charged with full coupling and described their charging method. Patient services reviewed that the charging equipment seemed to be functioning as intended. It was reviewed that a charging calculator and estimation could be done by a local representative. It was reviewed that programming setting may be altered to improve the charging requirements. It was indicated that the patient had not been reprogrammed or switched to a new group recently, but they did indicate that they recently had the need to increase parameters. It was reviewed how the program parameters affect recharge intervals. It was also indicated that the patient did not charge their ins to 100 percent (full). The patient was redirected to follow-up with their healthcare provider (hcp) to address programming to see if charging g requirements could be improved. The patient had an appointment to see their hcp on (B)(6) 2018. No symptoms were reported related to charging. The event occurred in (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider on (B)(4) 2018. It was reported that the cause of the ins never seeming to be fully charged was not determined. The patient was re-educated for recharging issues on (B)(4) 2017 and (B)(4) 2017. On (B)(4) 2018 the patient reported no charging issues and stated the stimulator was working well. No stimulator problems were reported. No further complications were reported/anticipated.